Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). After completion of the procedure the patient experienced difficulty with facial motor skills and moving an upper extremity and was diagnosed with a cerebral vascular accident. Thrombus was suspected, but computed tomography was unable to confirm if a thrombus occurred. The patient remained hospitalized overnight.